Event description:
An infection and a loose durom cup is reported. Revision surgery performed on (B)(6) 2011.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4) which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should additional info become available and/or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).